Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that 3 weeks ago they were getting shocked while charging. The shocking was where the battery, and leads connect. A couple of weeks prior to the report, the patient couldn't find the ins when doing an impedance check. The date of when the shocking began was unknown.